Event description:
It was reported that there was a decrease in impedance, oversensing, noise and a concern of a possible insulation issue. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.